Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure to treat hemorrhoids performed on (B)(6) 2024. During the procedure, it was noticed that when the handle was rotated to deploy the bands, the band just detached before the distinct click sound was heard. The procedure was still completed using the same original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h2 (additional information): block b5, and block e1 (initial reporter address 1, initial reporter city, initial reporter zip/postal code) have been updated based on the additional information received on january 17, 2025. Block h6: imdrf device code a150103 captures the reportable event of bands prematurely deployed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the rectum during an internal hemorrhoid ligation procedure to treat hemorrhoids performed on (B)(6) 2024. During the procedure, it was noticed that when the handle was rotated to deploy the bands, the band just detached before the distinct click sound was heard. The procedure was still completed using the same original device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Additional information received on january 17, 2025: it was noted that no difficulty was experienced upon setting up the device.